Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The patient experienced a systemic allergic reaction from the g6 and the g7 sensor wire and this record captures one event. The event occurred on an unspecified number of days after the sensor had been inserted in the abdomen. The patient developed a rash at the insertion site. She had difficulty breathing and congestion from the sensor wire. Prior to sensor insertion the area was prepped with alcohol. The patient applied over the counter topical calamine lotion to the reaction area. At the time of report the patient confirmed the symptoms subsided after she removed the sensor. No additional patient or event information is available.